Manufacturer narrative:
The insulin pump passed displacement, and active current measurement tests; it failed sleep current measurement test. Furthermore, many unexpected "power loss alerts" were noted during testing. Power error detected alarm is confirmed in the pump history files due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 99 mg/dl. The customer report they were able to rewind the insulin pump. The insulin pump will be returned for analysis.